Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009853, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 29-aug-2025 against final reporting decision equal serious injury and death, lot number criteria equal lot number 6009853. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009853 was manufactured according to the work instruction (wi) version 81 and manufactured in the multivac 12 on 21-oct-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested no photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to diabetic ketoacidosis (dka). Blood glucose level at the time of event was 500 mg/dl and patient was treated with insulin via intravenous (IV) drip. The patient also faced symptoms of feeling sick/ unwell, tiredness and weakness. The length of hospitalization was greater than 24 hours. No further information available.